Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion test' was not reproduced as the device passed downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of specification downstream sensor and out of range downstream tubing guide. The downstream tubing guide requires replacement and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test during testing. There was no patient involvement. No additional information is available.